Event description:
Information was received from a regarding a patient who was implanted with a neurostimulator for non-malignant pain. It was reported that the patient went to work 8 days after a battery replacement and did not get therapy in their left leg. The patient had a loss of therapy. The therapy was working great for the patient's right leg but not the left leg. The patient wanted a reprogramming session. The event was reported to have occurred in (B)(6) 2016. The patient reported that they had a new address and needed an updated ID card.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient reported the cause of the loss of therapy in the left leg had not been discovered. The device was reprogrammed and it helps the left leg about 25% of the time now; however, the left leg needs some more reprogramming to get full use of it.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.